Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation in the left atrium a metriq irrigation tubing set was selected for use. The three-way stopcock in the irrigation tube was found to have some kind of debris in it. An exchange of the device resolved the issue. The procedure was completed without any patient complications.

Manufacturer narrative:
The device was returned for analysis. During product analysis it was observed a white foreign material in the stopcock. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation in the left atrium a metriq irrigation tubing set was selected for use. The three-way stopcock in the irrigation tube was found to have some kind of debris in it. An exchange of the device resolved the issue. The procedure was completed without any patient complications.